Event description:
Information received by medtronic indicated that the insulin pump had a solid white screen and there's a medtronic logo appeared on the screen. The customer stated that they changed the battery and still same result. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Pump received, with intermittent response from the up arrow button. Unable to perform displacement test, due to unresponsive up arrow button. Unit successfully downloaded to thump. However, during troubleshooting pump alarmed critical pump error 63, during self test. Verified pump error 63 alarms ((B)(4)) in the download history files. Fault error log verified, pump error 63 on (B)(6) 2022, 16:07:54.000. Unable to perform self-test and displacement test, due to unresponsive up arrow button. Per software, engineer log. It was determined, that pump error 63 was caused, by this is processor watch dog failure. Isolate to electronic assembly. Unit was cut open for visual inspection on keypad assembly and electronic assembly. During troubleshooting investigation, it was determined, that unresponsive up arrow button was caused by cracked trace number 6 lead to u1 on keypad. No moisture damage found to the pcb1 board and pcb2 board, during visual inspection. The following were noted, during visual inspection: pillowing keypad overlay, stained keypad overlay. In summary, unable to confirm, customer concern of display anomaly, due unit functioning properly. During, deconstructive analysis. It was determined, that intermittent keypad responsiveness was caused, by cracked trace on u1 keypad. And pump error 63, during self test was caused, by this is processor watch dog failure. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.